Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their quality controls were out of ranges. The ccc specialist aligned the reagent 5 and sample 5 probes. The sample 3 probe failed the pneumatic device test and the air valve discharge rate was low. The ccc specialist exercised the air knife and ran check 1, which passed. The ccc specialist homed all the modules, exited diagnostics and reset the instrument. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the sample 3 mixer was defective. The cse replaced and aligned the sample 3 mixer and ran service methods and quality controls, which were acceptable. The cause of the discordant, falsely low bun result on one patient sample was due to the malfunction of a sample 3 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low blood urea nitrogen (bun) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no reports of medical intervention or adverse health consequences due to the discordant, falsely low bun result.